Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's ((B)(6)) lead had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively the patient reported receiving effective therapy. Device information including implant date was requested, but was unable to be provided to the manufacturer.